Manufacturer narrative:
We evaluated the device. Both jaws had broken off; one during procedure and one when doctor removed the device and was handling. Possible cause is stress overload due to retracting or lifting heavy tissue which our IFU warns against.

Event description:
Allegedly, the doctor was performing a mini lap appendectomy when he noted that one of the jaws broke off into patient. He immediately retrieved broken jaw and went on to complete procedure. The hospital reports there was no injury to the patient.